Manufacturer narrative:
Correction to h6 to reflect malfunction based on analysis (mboa).

Manufacturer narrative:
The lead was returned following explant due to unrelated infection. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. As received, a partial lead was returned in two pieces with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to the suture sleeve tie impression consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.